Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device moving parts did not move smoothly, sticky trigger, component damage, illegible etch and unable to assemble. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test using bubble emission technique, cannulation, mechanical free moving and sticky triggers. It was noted in the service order that the lid of the device did not lock properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.